Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported an 840 ventilator became inoperable. Patient involvement is unknown at this time. A non medtronic/covidien service provider inspected the device and identified a device alert alarm during a background check. Service provider performed testing and the unit operated within manufacturer's specifications. Medtronic/covidien was not authorized to repair the device.